Manufacturer narrative:
(B)(4). Batch #: 503a06. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device was received with no apparent damage. The anvil was received with a cut washer and there were staples present in the device. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. The tissue compression scale did not backlight turn on when the battery was inserted. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted possible cause by improper battery loading. No further functional testing could be performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an lar the device had no power. A new battery was place in the device and it still had no power. A new device with the original battery was used to complete the case with no patient consequences.